Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer has experienced some low blood glucose events and the insulin pump might be over delivering insulin. Blood glucose value is unknown. Customer's father did not have the insulin pump and was unable to troubleshoot. He did not have the settings available either. He stated they would be calling back.